Event description:
Customer reported a complaint of high readings on their precision xtra/optium meter. The customer obtained a reading of 7.6 mmol/l. The customer fell over in her bathroom and hit her head. The customer's husband called paramedics. The customer was given lucozade, a marmalade sandwich and a piece of cake. The paramedics performed a test using their meter and received a reading of 2.0 mmol/l.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.